Manufacturer narrative:
(B)(6). Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing postmarket activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there had been an instance where the white cap on the top of the catheter when the syringe has been put on has come off when trying to inflate the catheter balloon. Per follow up information received on 02jul2026, stated that on 17jun2026 inserted catheter as the balloon was being inflated the water came out and the top white connector came away from the catheter. The syringe is resisting when pushing down on it also. Customer identified from package lot ngjy2293. Also, stated on16jun26 balloon on catheter was not holding water once it is inflated, have had similar defects with this component 12 months ago. Customer did not advise bd supplier lot however from procedure pack batch, they used lots ngjw1791, ngjy2293, ngjw3171, ngks841.